Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (b)(6 was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had medication spill. A field service engineer (fse) found med spill and created chalky residue over top of 1-2 sensor strip and cleaned up the dust and residue to resolve the issue. Further the fse verified the device in hardware test application and confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station ldans2al mini drawer 1.2 was repeatedly failed during inventory, destock, and medication removal activities. Customer tried to recover, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.